Event description:
Hi, had 3 g7 sensors - all the same lot - fail in the same morning - I am a type 1 on a tandem pump - dexcom was squirrely in their response / handling of my situation - I had no extra sensors & forced to disconnect from the pump + scramble to create an alternate plan - my dr. Office was concerned enough to record the lot # in their system - dexcom is requesting I return these sensors to them - I will hold them to submit to the FDA - this is a slippery slope - a multinational device manufacturer released faulty devices - this error will cause far-reaching misery to the type 1 (and type 2) community -where is the quality and moral oversight? I am disappointed, frightened + stunned. Reference reports: mw5163521, mw5163522.